Event description:
It was reported that the patient had received therapy in in (B)(6), but did not contact the hospital. At follow-up, the device could not be interrogated. The device was explanted and replaced. ICD analysis suggests lead issue. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported no communication was confirmed in the laboratory. The device was found to have an arc mark, consistent with that caused by a damaged lead.